Event description:
Our affiliate is reporting to us that there was a problem with an omnispan fastener during a meniscal repair. The inserter needle assembly disengaged from the applier and fell off into the patient&apos;s joint space. The assembly was easily retrieved and the procedure was concluded successfully without further issue or harm to the patient. Nothing is being returned.

Manufacturer narrative:
The complaint device (inserter needle) was received and visually evaluated. It is noted that the needle is severely bent and distorted: a portion of its proximal end; the coupler to the applier, is missing; it is broken away. We assume that because the needle was loose in the joint space that the user over penetrated the meniscus and drove the device into bone causing the device to become grossly damaged and then to fail. Given the state of the complaint device, we can only attribute its condition to having been misused, a user issue. Outside of this consideration, we cannot discern any other root cause for the complaint device's condition. At this point in time no further action is warranted, however, this file will remain receptive to any potential future information received that is relative, germane and clarifying to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.